Event description:
As reported by hosp, in late 2008, a female pt experienced a malfunctioning port which was implanted in the left upper chest. The port was removed and a new port placed in the right upper chest. There was no negative pt outcome. F/u with the hosp for additional info resulted in the reply that they have just implemented a system whereby the only person who is authorized to provide additional info would be the physician, and the access to the physician data is not available for this incident. The used device has been returned for evaluation.

Manufacturer narrative:
From the port serial #, two potential packaging lots for the device were identified. A review of the device history records indicates that the lots met all material, assembly and performance specifications. A review of complaint report for 2009, does not reveal any adverse trending for the vaxcel pasv port product family. Visual review of the returned sample showed the catheter tubing to be separated or cut under the distal side of the locking port collar and valve stem. The detached catheter segment was 22cm long. The catheter had a nick/cut approx. 1/2 cm from the fracture. The catheter was measured and all dimensions were found to meet specification. When the port was tested, it functioned as intended. As the device appears to have been assembled properly, the failure does not appear to be a mfg related defect. Directions for use packaged with the device caution against the use of surgical instruments to grasp or advance the catheter or locking collar as damage could occur. Process controls employed during mfg include 100% leak testing of ports, visual verification of the port and screw lock, and visual inspection of the catheters for damage or defects both during the mfg and incoming inspection processes.